Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a vibrate anomaly. Customer's blood glucose was 243 mg/dl. The customer stated their insulin pump was not vibrating. The customer stated the battery was not low on their insulin pump. The customer also reported the insulin pump vibrated during a selftest. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.